Event description:
It was reported that while in use on a patient the device charged the defibrillation energy successfully but failed to deliver the defibrillation shock. A back up device was immediately used and there was no adverse outcome for the patient.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio-control observed that there was some uncleanable sticky substance inside the printer and on the roll printer so the printer was replaced and the device software was updated to the latest version. The electrodes were not returned by the customer therefore physio-control was unable to proceed with further investigation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined.